Event description:
The reporter states that the lancet will not retract into the accu-chek multiclix lancet device after firing. No accidental stick or adverse event reported. Technical support sent new device and request return of suspect device.